Event description:
It was reported that device interrogation of this pacemaker system was unsuccessful and external monitoring equipment indicated the patient's heart rate was 62 beats per minute (bpm). An attempt was made to obtain additional information regarding possible causes and patient outcome have occurred without success, . At this time no further information is available. If additional information becomes available this report would be updated at that time. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.